Event description:
The dealer states that the socket the arm slides into is broke, he is not aware as to how it became broken. The dealer states that she may have broke it when she was transferring out the chair. 1-3 years in use. No additional information.